Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The evaluation confirmed the user report. The unit showed no image/black screen with 180 scopes due to a faulty printed circuit board. The scope socket was also found to be worn causing loose connection with scopes and camera heads. This event is under investigation. A supplemental report will be submitted upon receiving additional information or upon completion of the investigation.

Event description:
It was reported the evis exera iii video system center would not recognize 180 and 140 series scopes during preparation for use. No patient involvement or impact to patient care was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon occurred due to a faulty board. It is likely the failure of the board was caused by the failure of the operational amplifier component and over current/overvoltage was applied at the time of equipment startup, resulting in the failure of the operational amplifier. The investigation also confirmed there was a design change focused on the board / operational amplifier. The design change was in april 2018. The subject device of this report was manufactured prior to the design change (see h4).